Event description:
The complainant reported an automated impella controller (aic) battery failure persisting, despite having the device plugged in to charge for over two hours. There was no patient involved or impacted.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.